Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health professional was unable to enroll a patient in the remote monitoring network. After review of the enrollment assist viewer, it was found that the serial number was registered to a different patient. The device had been enrolled at in a clinic in (B)(6) and the first transmission indicated that the patient's name was different in the device than what was in the remote monitoring network. The health professional was contacting the local field representative to assist with making sure the correct device is enrolled in the network to the correct patient. The network remains in use. No patient complications have been reported as a result of this event.